Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
Was reported that the customer received minimum fill messages during the load process for the past 3 weeks. Reportedly, the cartridge was filled with 480 units of insulin. The customer's blood glucose level was 152 (mg/dl). Reportedly, the customer is using manual injections to manage blood glucose level and will continue until the replacement pump is received.